Event description:
The patient reported that she had an infection and was placed on antibiotics. No patient symptoms were reported. The patient had to relocate urgently and could not take her antibiotics with her. She reported that her status was good and that she was at home. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.